Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained with a puncture from a vein central side towards the anastomotic part. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt in the forearm. A 6.0 x 20, 40 cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6.0 x 20, 40 cm mustang¿ balloon catheter. No patient complications were reported.